Event description:
The metal part on the trocar separated unexpectedly. The trocar could not be easily removed. The cannula and trocar were removed together and a new one was inserted. The insertion was at the same site and the incision was not made larger. No reported injury or ill-effects.

Manufacturer narrative:
Quality assurance conducted an evaluation on one clinical dexide 5.5mm short secondary port and determined that the root cause for the reported condition has been attributed to an improper assembly of the obturator knife blade. There were no crimp marks observed during a visual examination of the proximal blade. The absence of crimping allowed the knife blade to disengage during application. As a corrective action, the proper assembly and inspection procedures have since been reinforced in order to prevent this condition from reoccurring.